Event description:
Customer reported that the up arrow keeps scrolling up through her carbs for a bolus. Customer's current blood glucose reading is 310 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.